Event description:
It was reported that this insertable cardiac monitor (icm) device came out from the original implant location. Due to this reason, the patient underwent a surgical procedure to have their icm device explanted and replaced with a new icm device. No additional adverse patient effects were reported. The explanted icm device has not been returned.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve device return status and additional details regarding the reported event. As of today, requested information has not been received. If information is provided in the future, a supplemental report will be issued.